Manufacturer narrative:
(B)(4). Weight is unknown, operative report states he is significantly overweight. Concomitant product(s): unknown head ¿ unknown part and lot; 15-106070 ¿ m2a non flared cup - 912330; x11-180315 ¿ bi-metric femoral stem - 450570. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -09327, 0001825034 -2018 -09330, 0001825034 -2018 -09331.

Event description:
It was reported that patient underwent left hip revision approximately year post first revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.